Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number : 7046257, model/catalog description: artisan lead 50 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg pocket site. Symptoms of fever, swelling, redness and warm to the touch were noted. The patient underwent an explant procedure and was prescribed with antibiotics.